Event description:
No additional information was provided. Mat#: 10016073. Lot#: 23069370. It was reported by customer that the tubing is not staying on the plastic tube itself. Verbatim: rcc received a complaint via email. Email(s) attached. The tubing is not staying on the plastic tube itself. Injuries or adverse event: no. Item: 10016073. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Customer disposition request: credit.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing not staying on the plastic tube could not be verified due to the product not being returned for failure investigation. Device history record review for model 10016073 lot number 23069370 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set experienced component seoaration. The following information was provided by the initial reporter: the tubing is not staying on the plastic tube itself.